Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which would have contributed to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed, a cause for the reported difficult to open or close (gripper actuation - single) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (dmr) with a grade of 4+. The clip delivery system was advanced to the mitral valve and when the physician went to drop the grippers, it was noted that the posterior gripper did not come down. Three attempts were made before they attempted locking the clip and lowering the grippers and then finally the posterior gripper came down and the clip was implanted, reducing mr to 1-2, there were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.